Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the pump was exposed to radiation. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy.